Event description:
The device was used during a lap chole procedure. Reportedly, the safety shield would not retract to allow penetration. No pt injury reported.

Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA. The reported condition could not be confirmed as the entire instrument was not returned for evaluation.